Event description:
In 2005, the pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coordinator to the manufacturer, that one week after leaving the rehab facility; the pt was presented with dyspnea at rest, low flows and inability to participate in the rehab activities. An echo was taken, and the results indicated a problem with the inflow valve. The pt was taken to surgery. During surgery it was revealed that the inflow valve was obstructed by the free wall of the left ventricle. At that time the device was repositioned. The pt remains stable and on lvad support while awaiting a heart transplant.